Manufacturer narrative:
H6: code 213 removed. H10: the failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a pump malfunction alarm occurred. Customer's blood glucose was 84 mg/dl. Customer reverted to using an alternate method of insulin therapy.